Event description:
A report was received that during a permanent implant, the pt complained of a constant pain in her left toe after the stimulation was turned off which was not consistent with the pt's normal pain. The physician felt that there could be potential nerve irritation during the placement of the leads, so the leads were explanted. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.